Event description:
The lay user / pt contacted (an office where pts report potential public health problems) another country to report inaccurate readings on their one touch ultra 2 meter. The ministry of health received a letter about this complaint. A medical affairs specialist (mas) sent follow up questions and obtained the following info: at an unspecified time and date in 2007, the pt obtained a 280 mg/dl. The pt felt that the 280 mg/dl reading was high and at an unspecified time, he contacted his physician and was advised to increase his insulin dosage. At an unspecified time later, the pt exhibited symptoms of hypoglycemia (exact symptoms were not provided). It is unk how long the pt's symptoms lasted or whether the pt treated themselves. The pt continued to test for 10 days after obtaining the 280 mg/dl. Readings were not provided after the 280 mg/dl result. Approx 10 days later, the pt went to the hospital; however, it is unk why he went to the hospital 10 days later. At the hospital, the pt's ultra 2 meter read 126 mg/dl and the hospital's meter read 96 mg/dl. It is unk whether or not the pt received any medical treatment or whether the pt's diabetes regimen was changed. The test strip vial was not punctured or altered. A quality control test was not done since lfs only had the meter and not the subject test strips. No further clinical info was provided. It is unk whether the meter was miscoded and whether the technique of applying blood on the test strip was correct. The complaint is being reported because the pt alleged exhibiting symptoms of hypoglycemia after increasing his insulin based on the meter result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.